Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the device was not responsive; it was found that the screen was not calibrated. The screen was calibrated, and the device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the display screen of the programmer was not responsive; replacing the stylus touch-pen did not resolve the issue. The programmer has been returned to service. There was no patient involvement.